Manufacturer narrative:
The initial MDR 2432235-2016-00276 was filed on june 2, 2016. Additional information (06/03/2016): a siemens technical application specialist was at the customer site and determined that the cardiac troponin I units were changed from ng/ml to ug/l by centralink.

Manufacturer narrative:
A siemens technical application specialist found that the units were configured at the method level for the tni-ultra assay. The technical application specialist corrected the configuration issue in the centralink data management system by removing the units from the tni-ultra method. The cause of the unit conversion of results at the centralink was due to the units being configured at the tni-ultra method. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of the centralink data management system contacted a siemens customer care center specialist. The operator stated that the centralink data management system converted the units of cardiac troponin I (tni-ultra) test results to different units than the advia centaur instrument was configured with. A siemens technical application specialist (tas) configured the units at the method level for the advia centaur tni-ultra assay. Since the unit was configured at the method, the centralink data management system converted the result obtained of 0.06 on advia centaur instrument to 60 on centralink. The operator stated that units on test results for four patient samples were converted and one of four patient samples was reported to the physician(s). It is unknown if the operator reported the result with the units centralink had converted to or the units configured for the method. The customer sent a corrected result. The customer did not provide the results for rest of the patient samples. There are no known reports of patient intervention or adverse health consequences due to the unit conversion of tni-ultra results.